Manufacturer narrative:
H10: one actual device (partially filled with solution) and one photograph were received for evaluation. Visual inspections were performed with the unaided eye and with magnification and no particulate matter was observed inside the fluid pathway of the container. The fill port connector cap was removed and no issue was observed in the connector or cap areas. A visual inspection of the sample photo was performed and a white elongated curved polymeric appearing particle was observed. The reported condition was verified in the photograph, however, not verified in the evaluation of the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was identified with a long transparent particle contamination. This was discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.